Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. Reportedly, the customer would tap the "next" button, but the button would not respond. During troubleshooting with tandem's technical support, the pump passed the touchscreen responsive test and it was determined that the pump was responsive. The customer's blood glucose level was not impacted.